Event description:
It was reported that during a stapler hemiorrhoidectomy procedure, the device was stuck and could not pull out easily. After the tissue was cut, it was found that only about 10 partially closed staples were attached to the mucose, while other staples remained open and unattached. The donut was incomplete. Bleeding occurred and a transfusion was done. Required extensive suturing to alleviate the problem. The pt also required addt'l hospitalization, but was fine after one week.